Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switching due to atrial lead noise was observed on the atrial lead. There were no consequences to the patient. The atrial lead will be monitored.